Manufacturer narrative:
Ref (B)(4).

Event description:
On june 26th, 2024, fujifilm healthcare americas corporation was informed of an event involving ed-580xt. It was reported that metal objects were pulled through during a diagnostic procedure. The patient had a metal stent stuck/impacted and obstructing their bile duct that needed to be cut and broken into pieces in order to be removed. Due to this patients difficult altered anatomy it wasn't feasible to remove the scope multiple times from the patient and remove the metal pieces without pulling them through the channel and risking damaging the scope. The metal object which was involved, that was 'little pieces of metal wire from the broken biliary stent. The scope did not malfunction, it worked well during the entire procedure. Patient was normal state of health. Procedure was able to finish successfully.